Manufacturer narrative:
The completed questionnaire was reviewed by the clinical analyst, who stated the following: "the customer reported that during a cataract procedure the occlusion alarm sounded a few seconds after inserting the phaco handpiece. The handpiece was removed and flushed with saline and inserted again. The occlusion alarm sounded again and the patient had a corneal burn. The handpiece was swapped with another to complete the procedure. Six sutures were required. The surgeon completed a questionnaire. The patient was a (B)(6) female with surgery on the left eye (os). The event occurred within seconds of being in the eye and prior to the sculpting phacoemulsification of the cataract. The patient was not hospitalized. The wound required six (6) sutures. The patient has a history of retinal detachment. The anterior chamber did not collapse or shallow. The occlusion bell did sound for two (2) seconds. In the surgeon's opinion the occlusion caused by the ophthalmic viscoelastic device (ovd) caused or contributed to the event. The outcome of the event was noted as "continues/not resolved". Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase." The system was examined and the handpiece was not made available. The company representative did not indicate finding anything that would be attributed to the reported event. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on april 1, 2015. Based on qa assessment, the product met specifications at the time of release. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director reported that during a cataract extraction with intraocular lens implant procedure the patient experienced a corneal burn. The occlusion alarm sounded a few seconds after insertion of the handpiece into the eye during pre-sculpt mode. The handpiece was removed and flushed with saline and reinserted. Again, the occlusion alarm sounded. The surgery was completed using an alternate handpiece. The patient required six sutures to seal the wound.